Event description:
Clinical study. It was reported that 125 weeks after a coronary artery drug-eluting stenting treatment procedure the pt was treated medically for chest pain and shortness of breath. Six days later the pt had a target- vessel re-intervention (tvr). The index procedure treated one 14mm long target lesion located in the distal circumflex (cx) with 90% stenosis and a 2.5mm reference vessel diameter. Treatment consisted of pre-dilatation and placement of a 2.5x16mm express2 bare metal stent, with 0% residual stenosis. The pt was discharged 1 day later on protocol doses of aspirin and plavix. The pt was admitted 125 weeks post-index procedure and found to be in atrial fibrillation with rapid ventricular response which was treated medically. She was transferred to another hosp for eval and treatment. Cardiac catheterization showed the left cx had a "proximal 20-30% stenosis with a mid vessel 60-70% lesion followed shortly thereafter by a 90% stenosis just before the start of the distal stent which appears to be patent with good flow." Six days after the pt presented, the mid cx was treated with a 2.5x28mm cypher stent, reducing the stenosis to 0%. The pt's hospitalization was prolonged due to significant sinus node dysfunction and placement of a dual chamber pacemaker. The pt was discharged on plavix and 81 mg of aspirin 7 days after the tvr.

Manufacturer narrative:
Device eval: the device has not been returned for review therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.